Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the men-15-003 clinical trial, participant (B)(4). It was reported that a hispanic female patient underwent a breast reconstruction with a 545cc mentor memoryshape breast implant and experienced impaired healing on the on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.